Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implantable pump for non-malignant pain. It was reported that the hcp had second hand information that the patient's pump was non-functioning and the hcp did not know why this was the case. No symptoms were reported. It was unknown how long the pump had been non-functioning, it was reported that it had been years. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The managing physician had not seen this patient since (B)(6) 2016 and had no information about current status.